Manufacturer narrative:
Concomitant medical products: evolutr-34-us, transcatheter valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited invalid p-wave data on lead trends. The ipg remains in use. No patient complications have been reported as a result of this event.